Event description:
It was reported that the needle holder is shuddering and the control module displayed an error message that the green cable is involved. No further information is available. No reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).